Manufacturer narrative:
Event date is unknown. The complaint was reported to bsc on (B)(6) 2018. A date of (B)(6) 2018 was entered into the event date field to indicate that the event occurred on an unknown date in (B)(6) 2018. Device is a combination product.

Event description:
It was reported that difficulty positioning a stent, stent damage, and a stent dislodged from a balloon occurred. The target lesion was located in the severely calcified bypass proximal ramus circumflex (rcx). A 4.0 x 20 mm promus premier was used but was unable to position in the lesion due to the heavily calcified bypass and existing drug eluting stent (des). Upon removal and withdrawal of the stent, the stent dislodged from the balloon. The stent was removed with a snare, and after inspection, it was noticed that there were kinked stent struts. No patient complications were reported and the patient status was stable.